Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was caused by hardware failure, including a defective hard drive and related components. A field service engineer performed multiple corrective actions. The engineer initially attempted a hard reboot and repair of the medstation application, but the issue persisted, with the station displaying a blue screen error and undergoing disk repair. Remote access attempts via remote smart service (rss) and securelink were unsuccessful. The engineer replaced the hard drive, serial advanced technology attachment (sata) cable, all-in-one pc, and docking board. The station was re-imaged, configured, and updated with transport layer security (tls), windows server update services (wsus), and eset packages. Rss connectivity was verified, and a full synchronization was completed successfully. The nurse logged in, verified patient presence, and inventoried medication. The station was confirmed operational, and the case was closed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had a frozen screen. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had a frozen screen. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.